Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that the implantable pulse generator was inoperable. The patient lost therapy. A surgical intervention anticipated in the near future. No additional information is available at this time.